Event description:
It was reported, that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead was found dislodged, via x-ray imaging. The lead was explanted and replaced. The patient was in stable condition. And had no adverse consequences.